Event description:
It was reported ((B)(6)) the patient underwent a revision of the drg system's lead due to the lead being fractured. The lead was explanted and a new one was implanted. Effective stimulation therapy was reportedly restored postoperatively.